Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was broken at the connector and strain relief with some burning and discoloration. The fiber tip was either burnt off or had broken off. The broken end had a slight break and discoloration. The connector cap was on the connector end. However, the definitive root cause of the fiber fire could not be determined. It is possible that the fiber fire was caused by user mishandling. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not bend or coil the soltive laser fibers beyond the recommended minimum bend radius (table 2); doing so may result in light leakage or fiber breakage that could cause personal injury if the laser is fired (refer to the laser system manual). Care must be taken to avoid exceeding the minimum bend radius of fibers. Always check the laser aiming beam at the tip of the fiber before delivering high energies or damage to the endoscope may result. Activate the laser aiming beam. Visually inspect the entire length of fiber for flaws or defects before use. If any damage is observed such as breaks, kinks or damaged components, do not use the fiber, retain the device for manufacturer notification and use a replacement fiber." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while performing an ureteroscopy procedure with his olympus 200 micron tfl single-use fiber, the last fiber sparked and started a fire. According to the initial reporter, the fire only affected the laser fiber and not the user or the patient. Reportedly, this fire occurred where the blue laser fiber cladding meets the white laser fiber ¿handle¿. Once the fire began, the emergency laser ¿off¿ button was pressed, and the laser quickly turned off. The initial reporter went on to confirm that a new laser fiber was used to successfully complete the procedure. This file is related to report with patient identifier (B)(6).